Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 38 months post index procedure, the patient experienced a gi bleed which was treated with drugs. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).